Event description:
The patient was revised due to insert wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Requests were made for further information to assist in the investigation but no more information was made available. A complaint search and a review of the manufacturing records were carried out. No anomalies or previous complaints were found relating to the provided lot number. Should additional information be received then the complaint shall be investigated further.